Event description:
It was reported that the implantable neurostimulator (ins) was implanted below the waist to the rear of the patient¿s right hip. For the past six months, the patient often had the sensation of ¿very cold liquid running down the cheek starting at the location of the implant and extending about six inches.¿ it was noted that the patient often awoke at night with the condition and experienced it frequently during the day. The patient¿s first thought was that they may have sat in something wet and their pants were soaked with a cold liquid but this was never the case. It was noted that it was ¿internal.¿ the patient noted that since ¿this was exactly in the area of the implant¿ the patient questioned if the ins battery might be leaking. Additional information received reported that the patient was very happy with the pain relief and coverage. It was noted that the patient had an appointment with the healthcare professional (hcp) and the manufacturer representative would meet the patient at the appointment to help troubleshoot and answer questioned. It was noted that the appointment was (B)(6) 2014. Additional information received reported that the patient had good therapy. It was also noted that the patient had a history of high impedance but was not using those contacts. It was noted that therapy impedance was normal. It was noted that contacts 0-1-2-3-4 and 14 were >3600 ohms. It was noted that for the past six to eight months prior to report the patient felt a ¿cold and wet¿ sensation that started around the ins and went down the leg. It was noted that this happened when sitting, lying and device off. It was discussed whether the dynamics of device placement could be causing ¿some nerve interaction¿ creating a sensory response. It was noted that the patient had ¿si issues¿ and surgery. It was further noted that it happened long after the patient¿s ¿si¿ surgery and the patient did not feel it was related. It was noted that the ins was in the right buttock. The healthcare professional (hcp) saw the patient and did not feel there were any issues with the back or ¿sx¿ and would continue to monitor the patient. There were no other actions as of this report or any follow-up needed.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# , product type programmer, patient. (B)(4).